Manufacturer narrative:
Complete reporter name: dr. (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#: (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not switching on. Power supply and motor controller pcb are found defective due to moisture found on those. As per customer, the patient had post myocardial infarction(mi) ventricular septal rupture (vsr) surgery where patient condition was already critical, even in pre-op iabp was connected to patient. Later on (B)(6) 2023, the patient underwent surgery where iabp was on standby. After surgery the patient was shifted to the ICU where after some time patient passed away. This report is for the iab. A separate report for the cs300 iabp has been submitted under mfg report number: 2249723-2023-00962.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).